Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low glucose reading that was obtained with the adc sensor scan. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting and speech disorders. The customer was unable to self-treat and then made contact with the healthcare professional. At the hcp contact, a blood glucose test on the hcp meter of 720 and 750 was obtained and those values were compared to an initial glucose reading by adc sensor scan of 70, however, the caregiver stated the interval of time between the values was unknown. The customer was then given an unspecified infusion as treatment. There was no report of death or permanent impairment associated with this event. A report of a glucose reading of 65 mg/dl obtained by adc sensor scan was compared to a blood glucose test reading of 501 mg/dl performed on the healthcare professional (hcp) meter , when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these values were obtained with relation to the medical event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low glucose reading that was obtained with the adc sensor scan. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting and speech disorders. The customer was unable to self-treat and then made contact with the healthcare professional. At the hcp contact, a blood glucose test on the hcp meter of 720 and 750 was obtained and those values were compared to an initial glucose reading by adc sensor scan of 70, however, the caregiver stated the interval of time between the values was unknown. The customer was then given an unspecified infusion as treatment. There was no report of death or permanent impairment associated with this event. A report of a glucose reading of 65 mg/dl obtained by adc sensor scan was compared to a blood glucose test reading of 501 mg/dl performed on the healthcare professional (hcp) meter , when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these values were obtained with relation to the medical event.